Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos from your facility for evaluation. Additionally, we were unable to determine the specific catalog or lot number associated with this complaint. Therefore, a review of the manufacturing records could not be conducted. Bd is continually monitoring complaints received for this device and reported condition in order to identify emerging trends.

Event description:
It was reported when using the unspecified bd vacutainer tube there was under-fill or low draw of a tube with blood. This event occurred 12 times. The following information was provided by the initial reporter. No customer concern. This was a clinical observation during a paqc (pre-analytical quality check) that I conducted. Of 23 total citrate (blue top) tubes observed, 1 was less than 90% full; of 23 edta (lavender top) tubes observed, 12 were less than 90% full. No product numbers or lot numbers will be provided.